Event description:
It was reported that the battery was not charging.  The battery will be replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery ((B)(6)) was not returned for evaluation. Visual evidence provided by the site revealed that the battery flashed red on the battery charger. The reported not charging event could not be confirmed due to insufficient evidence; however, the observed battery flashing red was likely perceived by the patient as the reported not charging. Based on the available information, the most likely root cause of the reported event can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (bat(B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. Internal inspection did not reveal any anomalies. A review of the battery's internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This is an additional finding not related to the reported event. A possible root cause of the out-of-range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. Based on this observation, it is possible that a cell pair, at some point in time, exceeded the threshold of 4.3v. However, this could not be confirmed due to the out-of-range values in the internal logs. When a battery cell e exceeds the voltage threshold, the battery will not charge until the voltage decreases below the threshold, triggering a cell-over-voltage (cov) flag. Additionally, visual evidence provided by the site revealed that the battery flashed red on the battery charger. I f the battery remains connected to the battery charger with a cov flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause of the battery not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.